Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, there was contamination on the jtag table board, the display, and the j1002 jumper. In addition, the q13 and q17 igbt component and the u409 processor were shorted. The cause of the test failure is the contamination and shorted components. The cause of the shorted components is the contamination. The root cause of the shorted components is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating it failed pulse testing.